Event description:
On (B)(6) 2013, the distributor contacted animas and alleged that the pump had an unresponsive ok button. No adverse event is reported. This complaint is being reported as the keypad issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).